Manufacturer narrative:
As the lot number of the WEB device was not provided, a search for non-conformances associated with this part/lot number combination for any production-related issues relevant to the complaint that occurred during manufacturing of the device could not be performed.The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event.Microvention is submitting this report to comply with FDA reporting regulations under 21 CFR parts 4 and 803. This report is based upon information obtained by Microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Microvention, or its employees that the device, Microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to Microvention: "A 56-year-old female patient with discrete left-sided hemiparesis. The patient had an aneurysm and underwent endovascular trapping. Patient was treated with two WEB devices and coils. Following the procedure, the patient deteriorated, developing ischemia, increasing cerebral edema and a deficit. The patient was discharged on postoperative day (POD) 24."Reportedly, a ¿partially thrombosed MCA aneurysm \[was treated with]" 2 WEBs + coils for vessel sacrifice.¿ It was also reported that the ¿WEBs dislodged into aneurysm; patient died. Vessel widened distally ¿ off-label use."